Event description:
On (B)(6) 2013, patient reported that he thinks the insulin cartridge of the infusion device may be leaking. Patient stated he noticed there was a small amount of liquid in the infusion device. Patient reported he thought it was a mixture of insulin and water. Patient stated he and the trainer were able to clean out part of the compartment and let it air dry. Patient stated they did not change the cartridge. Advised to change the cartridge if it is leaking. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged insulin cartridge, adapter, and infusion set for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
Conclusion the complaint describing a leakage cannot be verified. Cartridge meets the specification. Result cartridge: the received used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. Infusion set: the returned used infusion set was visually inspected and tested for flow and tightness. Additionally the dimensional accuracy of the luer was tested. All test results were within specifications. Adapter: no adapter was received therefore no investigation is possible. The problem mentioned by the customer could not be reproduced.